Manufacturer narrative:
Patient involvement and information was requested to the customer and field service engineer.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. It is unknown if the unit was in use on a patient or if there was patient harm reported.